Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 6.x, lab: 4.2. Caller did not have the exact date from the pt. Pt may have been taking antibiotics.